Event description:
Procedure performed: sigmoidectomy. Event description: the surgeon received a "check stuck button" error when the device was initially plugged in. The alarm was cleared, and the surgeon proceeded with the case. The device was working fine for 16 activations. On the 17th activation, the jaws would not open when they were sealing on the mesentery of the rectal wall. The device would not unlatch again when the surgeon was sealing a small bundle on the 18th activation. The device made noises that indicated that the device was unlatching but the jaws were unresponsive to the handle mechanism. No audible noise or visual damage to the device was observed prior to the experience. It is unknown if the blade lever was not returning to the forward position when released. No bleeding occurred. The surgeon stitched around the device and cut the device to the remove it from the patient. No patient injury occurred as a result of the event. Type of intervention: the surgeon stitched around the device and cut the device to remove it from the patient. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of the jaws not opening. Upon closer inspection, the pawl spring, an internal component used to latch and unlatch the handle, did not meet specifications. Additional testing could not confirm the customer¿s experience of unintended rf output as the event unit passed functional testing. Based on the condition of the returned unit, the reported event of jaws not opening was due to a nonconforming pawl spring. Additionally, applied medical has reviewed the details surrounding the event of unintended rf output and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from these failures have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: sigmoidectomy. Event description: the surgeon received a "check stuck button" error when the device was initially plugged in. The alarm was cleared, and the surgeon proceeded with the case. The device was working fine for 16 activations. On the 17th activation, the jaws would not open when they were sealing on the mesentery of the rectal wall. The device would not unlatch again when the surgeon was sealing a small bundle on the 18th activation. The device made noises that indicated that the device was unlatching but the jaws were unresponsive to the handle mechanism. No audible noise or visual damage to the device was observed prior to the experience. It is unknown if the blade lever was not returning to the forward position when released. No bleeding occurred. The surgeon stitched around the device and cut the device to the remove it from the patient. No patient injury occurred as a result of the event. Type of intervention: the surgeon stitched around the device and cut the device to remove it from the patient. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.